Event description:
It was reported that the stenoscope system would not store images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive connection was repaired during the service call. The system was found to be working as intended and put back into service.